Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button no longer illuminates the display when pressed. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (250-400 mg/dl). Customer delivered insulin injections to stabilize blood glucose levels, and stated they will continue to use insulin injections for insulin therapy.